Event description:
One driver stent was implanted in an unknown lesion. Stent implantation details are unknown. It was reported that 4 years post initial stent implant, the patient expired. No further information available.

Manufacturer narrative:
Results: death.